Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The device was filled with sodium chloride. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: baxter healthcare ltd compounding unit deansgrange. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed by filling the device with green colored water and then the tubing line was clamped and the blue winged luer cap was securely closed. Thereafter, the device was being monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. Baxter was unable to determine root cause of the leak report as no evidence of leak was found from the returned product during the sample analysis. The probable cause of leak may be use related in which the tubing line may not have been clamped after the device was filled. The product label (IFU, instructions for use) has details regarding proper product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.